Event description:
Reporter alleged discrepant blood glucose results when comparing customer's meter to the doctor's. Customer alleged blood glucose measured 285 mg/dl compared to the doctor's measurement of 90 mg/dl as well as another customer result of 281 mg/dl compared to the doctor's reading of 93 mg/dl when testing was performed 3-4 minutes apart. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.